Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon interrogation, the device was found to be in safety mode. The patient reported they had not undergone any surgical procedures, however they did have an ultrasound of the gallbladder, liver, and a nuclear scan. The date of the ultrasound and nuclear scan were unknown. The device was explanted and successfully replaced with a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets due to anomalous external signals, which caused the device to go into safety mode. Of note, cognis/teligen devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode.